Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) verified that station was unable to acquire a functional internet protocol (ip) address using the wallport. The fse confirmed that when the station was relocated to a known functional port within the same room, it successfully obtained an ip address and operated as expected. The fse escalated this issue to the hospital information technology team to address the port issue. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and status showed as offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.